Event description:
Procedure: myomectomy. Reportedly, the balloon in the trocar deflated during the intervention. A metal piece of the device fell into the cavity. Piece retrieved and no patient injury reported.